Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed the ECG fall off test at ECG c and d. The cause for the failure was isolated to broken brown (lead -1), orange (lead 2-), and blue (+5v) wires from the ECG c and d cable was pulled from the strain relief. The cause for the failure was isolated to the broken wires. The root cause for the broken wires was excessive force. No adverse event resulted from the broken wires.